Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms. Additional information received reported that this rv lead was fractured and had separated from the pin during device replacement. It was noted that the lead fracture was located in the pocket, closer to the pin than the suture sleeve. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.